Event description:
It was reported that this right atrial (ra) lead was surgically revised due to dislodgement. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that another lead revision was done due to dislodgement and confirmed via x-ray.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to dislodgement. This lead remains in service. No additional adverse patient effects were reported.